Manufacturer narrative:
Facility reports patient was intubated with endotracheal tube (et). Patient experienced cardiopulmonary arrest twice. While in the operating room, reporter noticed the patient's was in respiratory distress; after further observation, reporter realized there was a leak in the et cuff. Et tube was removed and another was placed. The patient passed away, but facility states that the cause of death was not related to the et. Actual cause of death unknown. The endotracheal tube was investigated and found to have a small tear on the cuff which is the source of the leak.. Root cause not established; torn cuff can be due to failure to test inflation prior insertion per IFU; tear during insertion; weak cuff leading to tear. Cuffs are 100% inspected at time of manufacture.

Event description:
Facility reports patient was intubated with et. Patient experienced cardiopulmonary arrest twice. While in the operating room, reporter noticed the patient's was in respiratory distress; after further observation, reporter realized there was a leak in the et cuff. Et tube was removed and another was placed. The patient passed away, but facility states that the cause of death was not related to the tube. Actual cause of death unknown.